Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary (rca) artery. When the physician attempted to implant a taxus liberte 2.50 x 12 mm drug eluting stent, it would not cross the lesion. Resistance was felt. Upon removal if was noticed the stent was "braided". No pt complications were reported. This product is only ous approved but it is similar to a marketed us device.